Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the cobas 4800 hpv amp/det 960t us-ivd is (B)(4).

Event description:
A us customer alleged the generation of a (B)(6) result with the cobas 4800 hpv test, for a patient sample that demonstrated a large, rapidly growing squamous cell carcinoma (scc), and was (B)(6) by immunohistochemistry and for (B)(6) with an (B)(6) rna ish test.

Manufacturer narrative:
A us customer alleged the generation of a false negative hpv result with the cobas 4800 hpv test, for a patient sample that demonstrated a large, rapidly growing squamous cell carcinoma (scc), and was p16 positive by immunohistochemistry and for hpv with an e6/e7 rna ish test. Review of the provided cobas 4800 hpv test data for the problematic sample indicated that there were no anomalous growth curves; the kit controls included within the runs generated expected results. No issues were identified during qc kit release for the complaint cobas 4800 hpv test (lot y20292), and there were no related internal non-conformances. Although requested, the patient sample was not returned for further investigation. Possible causes of the discrepant results alleged and negative cobas 4800 hpv results include: 1 - the squamous cell carcinoma (scc) was not caused by an hpv viral infection; 2 - the scc was caused by an hpv viral infection, but not by one of the hpv genotypes covered by the cobas 4800 hpv assay. 3- there could be probe/primer mismatches present in the sample that may result in the failure to detect the presence of hpv in the patient sample with the cobas 4800 hpv test. The cobas 4800 hpv instructions for use indicates "though rare, mutations within the highly conserved regions of the genomic dna of human papillomavirus covered by the cobas® hpv test¿s primers and/or probes may result in failure to detect the presence of the viral dna." (B)(4).